Event description:
A customer reported a cartridge change error with their insulin pump. There was no adverse impact to the customer's blood glucose level as it did not exceed critical levels. Initially, the customer was guided by technical support to inspect various parts of the pump and attempt to load a new cartridge; however, this did not resolve the issue. Following these efforts, a callback was arranged by the customer support team, where the customer expressed continued difficulties with the same error and a recent low blood glucose episode of 72 mg/dl. Despite attempts to resolve the error, the issue persisted, leading to the decision to replace the pump. Although the pump was out of warranty, the customer declined the option for an out-of-warranty loaner pump and opted to use multiple daily injections (mdi) to avoid interruptions in insulin delivery. The ongoing issue had been reported previously under different cases.